Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device had premature battery depletion. The device was explanted and replaced. No patient complic ations have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.